Manufacturer narrative:
It was confirmed that the issue reported under manufacturer¿s reference number: (B)(4) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4)(report number: 9710055-2023-00837). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00837). The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 8th january, 2024 getinge became aware of an issue with one of surgical lights - configuration of powerled 500 and 300. As it was stated, the plastic top cover of cupola 300 was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 10th october, 2023 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated and confirmed by photographic evidence that paint was chipping on double fork and top plastic cover on cupola had small cracks with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. The correction of d1 brand name and d4 catalog # and serial # deems required. This is based on the internal evaluation. Previous d4 catalog #: ard569420710c. Corrected d4 catalog #: ard568333999. Previous d4 serial #: (B)(6). Corrected d4 serial #:(B)(6). Previous d1 brand name: powerled 500/300. Corrected d1 brand name: powerled 300.

Event description:
On 10th october, 2023 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated and confirmed by photographic evidence that paint was chipping on double fork and top plastic cover on cupola had small cracks with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 8th january, 2024 getinge became aware of an issue with one of surgical lights - configuration of powerled 500 and 300. As it was stated, the plastic top cover of cupola 300 was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.